Event description:
It was reported to gore by conmed (cen-43175) that during an endoscopic retrograde cholangiopancreatography (ercp) procedure using the gore® viabil® biliary endoprosthesis, the customer stated the product was defective and began to unravel. It was reported that after a viabil had been in the patient for 6 months, the physician made the decision to remove the stent to see if the stricture had been resolved. Due to excess edema in the duodenum, the physician struggled for 5 minutes to get a snare around the transpapillary end of the stent. He then made the decision to exchange for a rat tooth to remove the stent despite my hesitation with the new extraction tool choice. Upon removal, the stent began to unravel (around 2/3 rings) and then was successfully removed. It was reported there was no impact to the patient and the device is available for return. A histology kit has been requested.

Manufacturer narrative:
According to the gore® viabil® biliary endoprosthesis instructions for use (IFU), this product is not intended for removability and is considered a permanent implant. Specifically, removal of the stent may be impeded by tissue/tumor ingrowth if the stent has transmural drainage holes. In addition, if the stent were placed through a previously placed open cell bare metal stent, removal may be impeded by the structure of the open cell bare metal stent. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation type, finding and conclusion codes. H10/11: product evaluation: the device was subjected to an enzymatic digestion process to remove biologic debris. The examination produced the following findings: aside from gross observations, no additional findings were identified. The stent twisting, displacement, and minor wire abrasion noted in the gross observations, appears to be consistent with grasping/pulling with surgical instrumentation (e.g., rat tooth snare, forceps), likely used during the explant procedure. The complaint could not be confirmed, and no apparent defect of the device could be identified. The notable observations seemed consistent with the device removal methodologies. The investigation has been completed. Based upon the totality of the information received over the course of the investigation the following conclusions and investigated codes have been reached. All pertinent information requested may not have been received. In the absence of additional information this event file will be closed with the information provided. It should be noted that the gore® viabil® biliary endoprosthesis instructions for use further warns, ¿this product is not intended for removability, and is considered a permanent implant. Specifically, removal of the stent may be impeded by tissue/tumor ingrowth if the stent has transmural drainage holes. In addition, if the stent were placed through a previously placed open cell bare metal stent, removal may be impeded by the structure of the open cell bare metal stent.¿ it should be noted that complications associated with the use of the gore® viabil® biliary endoprosthesis may include complications associated with other biliary endoprostheses, including but not limited to: endoprosthesis misplacement, endoprosthesis migration, endoprosthesis fracture, obstruction of branch ducts, bleeding due to vascular erosion, and endoprosthesis occlusion due to biofilm / sludge formation, extrinsic compression or tumor overgrowth at the endoprosthesis ends. Complications may also include those often associated with any endoscopic procedure performed on the biliary tract. These complications include: infection, bleeding, duct perforation, hematoma, hemobilia, cholangitis, pancreatitis, fever, trauma to ductal system or duodenum, and death. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: corrected lot #, catalog #, expiration date, UDI #. The lot number was unable to be confirmed.